Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013160330); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, in a patient with a severely calcified aortic valve after computed tomography measurements of the aortic annulus showed compatibility (24.2 × 31.8 mm, perimeter 90.2 mm, derived diameter 28.7 mm). Pre-implant dilation was performed with a 23 mm balloon. During implantation, the valve was positioned too high and was recaptured. On a second attempt, an infold of the valve frame was observed, and the valve was recaptured and removed from the patient. A new valve was then implanted using a new delivery catheter system without further issues. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the valve procedure, no misload was observed during loading. Per the physician, the patient's calcification of the aortic valve, ascending aorta and sinotubular junction (stj) contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.